Event description:
Four of four reported. Pt on alal mattress that bottomed out causing pt to lay on bed frame. The increased pressure from laying on the bed frame caused an nosocomial pressure wound stage ii to patient's left shoulder. Re: stage IV 2000 air mattresses-maintenance issue. Uhs and the product manufacturer have investigated these instances and determined that with a small number of mattresses the air loss was a result of the air baffle coming loose within the mattress. Uhs has developed a plan to conduct a manufacturer recommended preventative maintenance process on all of these mattresses supplied by uhs and will complete an assessment of each stage IV 2000 to determine if the system is properly set-up and how much staff education is needed for the kindred hospitals. -uhs picked up the bed - date?-.